Event description:
A caller reported an issue with the touchscreen responsiveness. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump, and the customer chose to reset the pump at that time, successfully restoring interaction with the pump screen.